Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq under infused. A neuro intensive care patient had a novum pump programmed to infuse ¿1.5% nacl 3%¿ 250ml bag at 1000ml/hour (to infuse over 15 minutes). After 15 minutes the nurse noted the pump only infused ¿partial medications¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. On the date of the event, an infusion of 3% nacl was programmed as a bolus at rate 999 ml/hour for a volume to be infused of 250ml. There were no secondary infusions programmed nor was standby mode identified on the event date. No downstream occlusions or air in line alarms were identified on the event date. The device was not returned; therefore, a comprehensive device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted.